Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of e315 unsupported scope error message was that water invaded the scope connector while the user was handling the device. This led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and an e315 error code was displayed. The instrument was visually inspected for external damage that could have attributed to the error message. No abnormalities or faults were found. The plug body was dismantled and the moisture indicator was triggered, which indicated fluid ingress within the plug body. Excess fluid was noted. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed an e315 unsupported scope error message. The error message was displayed when preparing the scope for use. The intended procedure was unknown. There was no delay and the procedure was completed with another scope. There was no reported patient harm or impact due to this event.